Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced atrial under sensing. Boston scientific technical services (ts) suggested to visit clinic and measure amplitude of under sensed interval or to use rhythm ID as single chamber device and remove atrial discriminators. This ICD remains in service. No adverse patient effects were reported.